Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 25-oct-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Shortly after undergoing the essure procedure, an hsg test (hysterosalpingogram) was performed and consumer was advised that her coils were properly placed. However, the post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, excessive weight gain, abdominal bloating, excessive hair loss, excessive rashes, excessive dental problems, chronic fatigue, anxiety, frequent migraine headaches, and frequent bacterial infections. She had never experienced any of these conditions prior to undergoing the essure procedure. Consumer subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe chronic pelvic pain and frequent bacterial infections (interpreted as pelvic infections) after essure (fallopian tube occlusion insert) insertion. She sought treatment for her symptoms from her physicians, but was unable to resolve them. Pelvic pain and pelvic infection are anticipated events in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering this context, the causal relationship between pelvic pain cannot be excluded either. This case is regarded as incident due to serious injury associated with essure. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe chronic pelvic pain and frequent bacterial infections (interpreted as pelvic infections) after essure (fallopian tube occlusion insert) insertion. She sought treatment for her symptoms from her physicians, but was unable to resolve them. Pelvic pain and pelvic infection are anticipated events in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering this context, the causal relationship between pelvic pain cannot be excluded either. This case is regarded as incident due to serious injury associated with essure. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") and pelvic infection ("frequent bacterial infections") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain/severe abdominal pain"), back pain ("chronic back pain/severe back pain"), dyspareunia ("pain during intercourse/painful intercourse"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss/hair loss"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), fatigue ("chronic fatigue"), anxiety ("anxiety"), migraine ("frequent migraine headaches/migraine headaches"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, discomfort, abdominal pain, back pain, dyspareunia, abnormal weight gain, abdominal distension, alopecia, rash, tooth disorder, fatigue, anxiety, migraine, dysmenorrhoea, menstrual disorder, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, discomfort, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic infection, pelvic pain, rash, tooth disorder and vaginal discharge to be related to essure. The reporter commented: she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. In (B)(6) 2007, plaintiff lipsey sought medical treatment regarding the aforementioned symptoms. Removing of the essure coils also required removal of her uterus, cervix, and bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded.; on an unknown date: coilsl properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: events ¿severe menstrual pain¿, ¿abnormal menstrual bleeding¿, ¿prolonged menses¿ and ¿irregular vaginal discharge¿. Event verbatim was updated as ¿abdominal pain/severe abdominal pain¿, ¿chronic back pain/severe back pain¿, pain during intercourse/painful intercourse¿, ¿frequent migraine headaches/migraine headaches¿ and ¿excessive hair loss/hair loss¿. Essure insertion date was updated as jan-2010. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain / pain"), pelvic infection ("frequent bacterial infections") and bipolar disorder ("psychological or psychiatric problems: bipolar") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, spotting vaginal, menometrorrhagia and uterine bleeding. Concomitant products included gabapentin from 2014 to 2015, hydroxyzine embonate (hydroxyzine pamoate) from 2016 to 2017, lithium from 2015 to 2016, medroxyprogesterone acetate (depo-provera), quetiapine fumarate from 2013 to 2014, risperidone (risperdal) and sertraline (zoloft) from 2012 to 2013. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), dysmenorrhoea ("severe menstrual pain") and weight fluctuation ("weight gain/loss: constant fluctuation."). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant), nausea ("nausea") and hormone level abnormal ("hormonal change"). On (B)(6) 2010, the patient experienced alopecia ("excessive hair loss/hair loss"). On (B)(6) 2010, the patient experienced migraine ("frequent migraine headaches/migraine headaches") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain/severe abdominal pain"), back pain ("chronic back pain/severe back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), anxiety ("anxiety"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), mood swings ("extreme mood swings"), depression ("depression"), abdominal pain lower ("abdominal pain lower") and emotional disorder ("emotional issue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, discomfort, abdominal pain, back pain, dyspareunia, abnormal weight gain, abdominal distension, alopecia, rash, tooth disorder, fatigue, anxiety, migraine, dysmenorrhoea, menstrual disorder, menorrhagia and vaginal discharge had resolved, the bipolar disorder, mood swings, headache, nausea, depression, weight fluctuation, hormone level abnormal and abdominal pain lower outcome was unknown and the emotional disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, anxiety, back pain, bipolar disorder, depression, discomfort, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic infection, pelvic pain, rash, tooth disorder, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. In aug-2007, plaintiff lipsey sought medical treatment regarding the aforementioned symptoms. Removing of the essure coils also required removal of her uterus, cervix, and bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occluded fallopian tubes; on (B)(6) 2010: occluded fallopian tubes; in april 2010: fallopian tubes were bilaterally occluded.; on an unknown date: coilsl properly placed on (B)(6) 2017 patient had pelvic x-ray resulted in essure devices are identified one to the right of midline and one to the left of midline,essure devices identified in expected positions. No acute findings. On (B)(6) 2017 patient had surgical pathology report resulted in uterus, cervix and fallopian tubes: secretory endometrium. Myometrium: unremarkable. Ectocervix and endocervix, unremarkable. Left fallopian tube: muscularis propria muscle wall with focal lymphoid follicles. Right fallopian tube: shows small focus presumptive for endometriosis. Paratubal cyst, right. Essure contraceptive device present in lumen of both fallopian tubes; concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia, bipolar I disorder quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, product information updated, concomitant condition added,concomitant drug added, lab data added,events added as follows:- mood swings, headache, nausea, bipolar I disorder, depression, weight fluctuation, hormone level abnormal, abdominal pain lower, emotional disorder. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain / pain"), pelvic infection ("frequent bacterial infections") and bipolar disorder ("psychological or psychiatric problems: bipolar") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, spotting vaginal, menometrorrhagia and uterine bleeding. Concomitant products included gabapentin from 2014 to 2015, hydroxyzine embonate (hydroxyzine pamoate) from 2016 to 2017, lithium from 2015 to 2016, medroxyprogesterone acetate (depo-provera), quetiapine fumarate from 2013 to 2014, risperidone (risperdal) and sertraline (zoloft) from 2012 to 2013. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), dysmenorrhoea ("severe menstrual pain") and weight fluctuation ("weight gain/loss: constant fluctuation."). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/painful intercourse / dyspareunia (painful sexul intercourse)"). On (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant), nausea ("nausea") and hormone level abnormal ("hormonal change"). On (B)(6) 2010, the patient experienced alopecia ("excessive hair loss/hair loss"). On (B)(6) 2010, the patient experienced migraine ("frequent migraine headaches/migraine headaches") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain/severe abdominal pain"), back pain ("chronic back pain/severe back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), anxiety ("anxiety"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), mood swings ("extreme mood swings"), depression ("depression"), abdominal pain lower ("abdominal pain lower") and emotional disorder ("emotional issue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, discomfort, abdominal pain, back pain, dyspareunia, abnormal weight gain, abdominal distension, alopecia, rash, tooth disorder, fatigue, anxiety, migraine, dysmenorrhoea, menstrual disorder, menorrhagia and vaginal discharge had resolved, the bipolar disorder, mood swings, headache, depression, weight fluctuation, hormone level abnormal and abdominal pain lower outcome was unknown, the nausea was resolving and the emotional disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, anxiety, back pain, bipolar disorder, depression, discomfort, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic infection, pelvic pain, rash, tooth disorder, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. In aug-2007, plaintiff lipsey sought medical treatment regarding the aforementioned symptoms. Removing of the essure coils also required removal of her uterus, cervix, and bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occluded fallopian tubes; on 28-oct-2010: occluded fallopian tubes; in (B)(6) 2010: fallopian tubes were bilaterally occluded.; on an unknown date: coilsl properly placed on (B)(6) 2017 patient had pelvic x-ray resulted in essure devices are identified one to the right of midline and one to the left of midline,essure devices identified in expected positions. No acute findings. On (B)(6) 2017 patient had surgical pathology report resulted in uterus, cervix and fallopian tubes: - secretory endometrium. - myometrium: unremarkable. - ectocervix and endocervix, unremarkable. - left fallopian tube: muscularis propria muscle wall with focal lymphoid follicles. - right fallopian tube: shows small focus presumptive for endometriosis. Paratubal cyst, right. -essure contraceptive device present in lumen of both fallopian tubes; concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia, bipolar I disorder. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet was received -event outcome of nausea updated to recovering. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.